Event description:
The customer contact reported that solution from the secondary line backflowed into the primary line. At 1648, line a of the device was programmed to deliver 500ml of d5 1/2 normal saline at a rate of 3ml/hr, with a vtbi (volume to be infused) of 50ml, and the delivery was started. At 1741, line b of the device was programmed in the piggyback mode to deliver fluconazole 240mg, at a rate of 240ml/hr, with a vtbi of 120ml, and the delivery was started. At 1756, the nurse noted that the device display indicated that line b had delivered 6.4ml; however, the fluconazole container was empty. At this time, it was reported the 500ml d5 1/2 normal saline container was enlarged. The physician was notified. The device, tubing set and fluconazole container were removed from clinical service. Therapy was resumed using a replacement device, tubing set and fluconazole container. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. (B)(4).